Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report due to changing the supplies before troubleshooting was completed. There was no adverse impact to customer¿s blood glucose level.